Manufacturer narrative:
The results of this investigation are not available at the time of this report.

Event description:
The event is reported as: the device has a defect at the plastic part on the back side, thus it was leaking. The customer reports that the device was not dropped. No pt injury reported.